Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer assumes pump doesn't deliver insulin correctly, states it is not possible to get her blood glucose level under 400 mg/dl. No adverse event reported. A request was made for the return of the device.